Event description:
The pt had a gastro-jejunal (gj) tube replaced last month as her other one had partially come out. The pt returned because the new gj tube had fallen completely out. They brought the tube in with them and the balloon had burst.